Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a complex hip revision surgery the distal stem inserter adjustment cap was damage and cannot reattach the tip to the actual inserter.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: during a complex hip revision surgery. The distal stem inserter adjustment cap was damage and cannot reattach the tip to the actual inserter. Replacement is require. Additional information received; bent. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the internal inserter rod was not returned for evaluation, however the proximal connector shows its threads stripped. No bent areas were observed. Additionally the device shows signs of repetitive use during a long period of time. The observed condition was identified as an end of life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. Missing component may had happened during the cleaning/sterilization process, particularly when the components are assembled or disassembled. As these procedures are often repeated, there is an increased risk of components going missing. However, without concrete evidence or further information, it is not possible to determine a root cause. Functional test was unable to be performed due to the internal inserter rod was not returned for evaluation, however the stripped condition observed on the device can lead with assembling issues. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the reclaim distal stem inserter would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H11 additional narrative: corrected: h3.

Event description:
Additional information received: 1. Can you please provide the event date? 18 sep 2025. 2. Please specify what do you mean by damaged? Was it stripped/worn/twisted/cross threaded/deformed/bent? Bent.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5. Corrected: b3, h6 (medical device problem code). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.